Event description:
It was learned through implant patient registry that a 25mm 3300tfx aortic valve in the pulmonary position was disabled after an implant duration of seven years, seven months due to unknown reason. The tpvr procedure was completed with a 26mm 9750tfx transcatheter valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b4, d4, g3, g6, h2, h4, h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Engineering evaluation summary: based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Per (B)(4), rev m, since there is no information regarding an allegation of a device malfunction related to a manufacturing deficiency, an engineering evaluation is not required. This event does not allege a labeling non-conformance/deficiency, a use related issue with a hazardous situation, or a device related infection and there is no evidence of product failure with regard to design, reliability, or use error. IFU review unable to be performed as no details regarding a failure mode of the device were provided. Per (B)(4), rev m, and (B)(4), rev o, a CAPA/scar/pra is not required as there is no confirmed product or labeling nonconformances and no other triggers are met. Based on the information available, a definitive root cause cannot be conclusively determined. All pertinent information available to edwards lifesciences has been submitted.